Event description:
Drug/diluent: unk. Fill volume: 400ml and flow rate: unk. Procedure: left shoulder bone removal, carpal tunnel release. Cathplace: interscalene. Pt called hotline to report rash all over body. Pt had surgery on (B)(6), 2011 and states that on (B)(6), 2011, she began to notice itching. On (B)(6), 2011, her entire body (except palms and soles of feet) was covered with a red, itchy rash. Hotline nurse advised the pt to contact her surgeon and anesthesiologist in case of an allergic reaction. Date of event: (B)(6), 2011.

Manufacturer narrative:
Method: no sample rec'd for eval and investigation. The device was discarded by the pt. The lot number was not provided, therefore, the device history records could not be reviewed. Add'l info was requested but was not provided. Results: w/o the actual product, an analysis cannot be conducted. If add'l info pertinent to this complaint, a f/u report will be filed.